Event description:
Philips received a complaint by the customer on the v60 indicating that the parameters were flickering. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the parameters were flickering. The remote service engineer (rse) evaluated the device with the customer and found that the user interface (ui) printed circuit board assembly (pcba) needed to be replaced. The customer therefore placed an order for the replacement ui pcba for repair. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the parameters were flickering. The remote service engineer (rse) evaluated the device with the customer and found that the user interface (ui) printed circuit board assembly (pcba) needed to be replaced. The customer therefore placed an order for the replacement ui pcba for repair. Per good faith effort (gfe) response, the problem occurred repeatedly; while the touchscreen allowed the user to change, accept, or cancel the value, the jumping value accepted and changed therapy without pressing a button, a setting change screen entered when the failure occurred, and the ventilator output/delivered therapy changed without any user input. Additionally, isopropyl was used on or around the navigation ring encoder. The replacement ui pcba installed, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.